Event description:
It was reported that the patient was experiencing inadequate and undesired stimulation throughout her abdomen. The patient underwent an ipg and lead explant procedure. Th explanted devices were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5073849/5073424.